Manufacturer narrative:
We have no clear information on the prosthesis component/s "suspected" for this reported failure. No x-rays and no explants are available. The possible "suspected" component is the l1 poly liner, but we have no confirmation of this. Check of DHR of all the lima products implanted on (B)(6) 2013 did not show any anomaly on the devices placed on the market. We know that there was a "likely rotator cuff injury" at the time of original surgery ((B)(6) 2013). The seriousness of the pathology at that time is unknown; the surgical technique provided with the smr system reports that, when implanting a smr anatomic total, "the rotator cuff must be intact or reconstructable. In case with a deficient and unreconstructable rotator cuff, a hemiprosthesis with a cta head or a reverse total shoulder arthroplasty is indicated." No trauma reported. We do not know how patient's activity level could have contributed to the reported incident. No corrective action for this specific case, due to impossibility to perform a deep investigation.

Event description:
Implant of smr anatomic total including smr l1 poly liner on (B)(6) 2013, due to patient "right shoulder arthritis" and "likely rotator cuff injury". According to the complaint source: "within months of the shoulder replacement, plaintiff (name-surname) experienced limited movement and pain, which shoulder replacement was ultimately deemed an early failure of those specific lima products". Patient had then two revision surgeries: the reason for the 1st one ((B)(6) 2014) was the failure of prosthesis mentioned above, while the reason for the 2nd one ((B)(6) 2014) is unknown. The event occurred in the us.